Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. Postoperatively the pt presented with diffuse lamellar keratitis (dlk) in the right eye. A flap lift and rinse was performed postoperatively. The pt responded to treatment and the dlk has resolved. The pt's preop bcva was 20/20 and the most recent postop ucva was 20/25.